Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient reported a hypoglycemia event, which happened on (B)(6) 2026 at 04:22 pm. The patient reported that the blood glucose (bg) value was 44 mg/dl, where as sensor glucose (sg) reading was 106 mg/dl. The patient complained of not receiving a low glucose alert. The patient self resolved the event by eating something and taking glucose. No medical attention was sought.